Event description:
While doing a cardiac cath, a message appeared stating "no x-ray try again". There was no image. When rebooted, it lasted for 1 case and quit at beginning of second case. Second reboot lasted for only 7 images. Lost fluoro in middle of second procedure. Patient was moved to a different lab to finish procedure.